Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: recharge antenna failure. No visual anomalies were observed, never got hot after running it for 10 minutes. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was today the pts controller for their first implantable neurostimulator (ins) was giving them problems for the controller when it was shaken, something was loose. A replacement controller was sent out. Information was received from a patient (pt) regarding an external device. The reason for call was starting yesterday the pts recharger telemetry module (rtm) for their first ins was not charging the ins or catching it for they got a message to reposition and it got hot. It was frustrating for the pt because their ins was dead in charge since the rtm cord was over heating and got really hot. Pt noted without the ins they were bedridden. Pt tried to use other rtm on their other controller but still had same issues when recharging ins. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.